Manufacturer narrative:
Additional information: according to the currently available information, it appears the problems with the active electrode are most likely broken wires due to an accident or impact. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
The patients auditory performance has decreased. The child was able to detect ling sounds earlier but not any more. The external device is working well. There is no trauma reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure, even though no such causal event, like an accident, is mentioned in the patient report. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patients auditory performance has decreased. The child was able to detect ling sounds earlier but not any more. The external device is working well. There is no trauma reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patients auditory performance has decreased. The child was able to detect ling sounds earlier but not any more. The external device is working well. There is no trauma reported.